Event description:
This event was captured based on review of the article, the use and clinical outcomes of rotablation in challenging cases in the drug-eluting stent era. It was noted in the article that from march 2004 to november 2010, all consecutive patients who required rotation atherectomy (ra) treatment for severely calcified de novo lesions of native coronary arteries followed by drug-eluting stent implantation were queried from the cath lab database and recruited. A total of 67 consecutive patients with 71 very complex, heavily calcified coronary lesions treated with rotational atherectomy (ra) plus drug-eluting stents. It was noted in the article that promus stents were implanted in nine lesions, xience v stents were implanted in four lesions, multiple stenting was used in 41 lesions and among 28 bifurcation lesions a two-stent strategy was used in 10 lesions. Clinical outcomes were as follows: in-hospital: 5 (7.5%) major adverse cardiac event (mace); 5 (7.5%) death; 1 (1.5%) non-q wave myocardial infarction (mi); 3 (4.5%) dissection type b on nhlbi; 2 (3.0%) dissection type c on nhlbi; out-of-hospital: 12 (17.9%) mace; 7 (10.4%) target lesion revascularization; 7 (10.4%) ischemia; 7 (10.4%) target vessel revascularization.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown promus stents are being filed under a separate medwatch report. The additional adverse patient effects are being filed under a separate medwatch report. Date of event estimated as (B)(6) 2004, the earliest possible date as the article indicates from (B)(6) 2004 to (B)(6) 2010. Date of implant estimated as (B)(6) 2004, the earliest possible date as the article indicates from (B)(6) 2004 to (B)(6) 2010. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.